Manufacturer narrative:
Device involvement: a causal relationship between the reported event and the device could not be established. Event characterization: the event was classified as device not returned. Laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, rotation was not confirmed. The alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur over time. Silent rupture is common and often asymptomatic; therefore, patients should undergo regular MRI screenings starting at 3 years post-op, then every 2 years.¿ the dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Back-to-front flipping is rare, reportedly accounting for 0-5% of cases 1 - 3. Diagnosis is clinically performed through physical examination of the patient and observation of possible changes in breast shape, without the need for diagnostic examinations. Asymmetries secondary to mal positioning are generally attributed to over dissection of the pocket or displacement of the implant. Patients usually present with the complaint of loss of breast shape; the breast appears as an anterior flat disc due to the flat base of the implant facing anteriorly 4. In order to avoid rotation of the implant, it is essential that the surgeon makes a choice of the implant adjusted to the patient's measurements and that the dissection of the pocket be adjusted to the measurements of the implant, especially in width. The repose of the patient in the postoperative period is fundamental. It is recommended to wear bra day and night for 6 weeks, avoiding physical exercise during this period. 1. Cunningham b. The mentor core study on silicone memorygel breast implants. Plast reconstr surg. 2007:120(1):19s-29s; discussion 30s-32s. 2. Cunningham b. The mentor core study on contour profile gel silicone memory gel breast implants. Plast resconstr surg. 2007;120(1):33s-39s. 3. Spear sl, murphy dk, slicton a, walker ps. Inamed silicone breast implant u.s. Study group. Inamed silicone breast implant core study results at 6 years. Plast reconstr surg. 2007;120(1):8s-16s; discussion 17s-18s. 4. Khan ud. Back-to-front flipping of implants following augmentation mammoplasty and the role of physical characteristics in a round cohesive gel silicone breast implant: retrospective analysis of 3458 breast implants by a single surgeon. Aesth plast surg. 2011;35:125-128. Bengston bp, van natta bw, murphy dk, slicton a, maxwell gp. Style 410 highly cohesive silicone breast implant core study results at 3 years. Plast reconstr surg. 2007;120(1):40s-48s. Breast augmentation and reconstructive surgery: mr imaging of implant rupture and malignancy. Christoph u. Herborn, borut marincek, daniel erfmann, claudia meuli-simmen, volker wedler, beate bode-lesniewska & rahel a. Kubik-huch. European radiology volume 12, pages 2198¿2206(2002). Handel, n., garcía, m. E., & wixtrom, r. (2013). Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132(5), 1128. "A number of risk factors for rupture have been identified; the most common cause is surgical instrument damage." A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture

Event description:
Brazil. It was reported that the patient underwent breast implant surgery in (B)(6) 2022. In (B)(6) 2025, during a routine ultrasound, suspicion arose regarding the integrity of the implants. A subsequent magnetic resonance imaging (MRI) confirmed signs of intracapsular rupture in the right breast implant.